Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had high blood glucose over 400 mg/dl. The customer stated that she put the device on her leg and her blood glucose went high. She stated she took the day off to tend to her high blood sugar and rest. No further information was provided.